Event description:
Customer reportedly received results of 270 mg/dl, 55 mg/dl, and 54 mg/dl within 10 minutes on the performa nano system. Caller states the customer had low blood glucose symptoms with these results. The caller offered water with sugar and a chocolate to treat the customer's low blood glucose symptoms. The customer's condition improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.